Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. This is a retrospective report due to challenges implementing esg. Relates to (B)(6),(B)(6),(B)(6),(B)(6),(B)(6),(B)(6),(B)(6),(B)(6). (3014862188-2021-02312,2311,2310,2309,2308,2307,2305,2304: test 1,2,3,4,5,6,8,9 of 9).

Event description:
User reported 9 false positive results. Negative pcr same day. This is report 7 of 9.